Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries more than once. The customer stated insulin pump had no delivery alarms and rewind or prime was slower. The customer stated that insulin pump buttons were harder to push and battery cap was hard to open and close. No harm requiring medical intervention was reported. The device will not be returned for analysis.